Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon opened the device with manipulation and sutured to complete the procedure.

Manufacturer narrative:
Device not available for evaluation.